Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the customer received a button error alarm. The customer's blood glucose was 164 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window. No button error alarms were noted. The pump also had no button response due to corroded keypad traces.